Event description:
Adverse event occurred outside us, in germany. A male patient has been using several single-use intermittent urinary catheters, lofric origo sleeve nelaton (40cm, ch14). On (B)(6) 2025, the patient contacted the manufacturer representative and reported that he had been hospitalized due to high fever and blood in his urine. The hospital first suspected a "via falsa," but the doctor's final assessment was urinary tract infection. At the hospital he was given intravenous antibiotics, and a bag catheter was inserted and used for three weeks. The patient had a prostate surgery planned, due to an enlarged prostate, which was done on (B)(6) 2025. After the surgery, urinary catheters are no longer necessary. The patient is now doing well. The patient further reported that he was supposed to use lofric origo sleeve flexible but since this catheter was not available, the manufacturer sent him lofric origo sleeve nelaton instead. The patient had used the lofric origo sleeve nelaton for a total of one and a half weeks when the adverse event occurred.

Manufacturer narrative:
Batch documentation has been reviewed, and no deviations or earlier complaints are registered for this lot. No products are available to be returned. The used products were not available for examination since they had been discarded by the patient. The patient reported that he had been hospitalized due to a high fever and blood in his urine, caused by urinary tract infection. Common adverse reactions (>1/100) related to catheterization therapy includes urethral damage and urinary tract infection. This information is in the IFU, under section adverse reactions. The patient has recovered from the uti. On (B)(6) 2025, the patient had a prostate surgery, due to an enlarged prostate. After the surgery, urinary catheters are no longer necessary. The patient is now doing well. The cause of this incident has not been possible to establish. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.